Event description:
On (B)(6) 2008 essure (fallopian tube occlusion insert) was placed. According to consumer the procedure was painful and took 60 min. Complications were reported. During the first insertion attempt a coil was inserted on the right, but the insertion on the left was unsuccessful. On the second attempt a coil was also inserted on the left as a result of hormone treatment (the uterus was tilted). Complaints started 12 months after essure insertion. She experienced eczema, allergic complaints in eyes, increase or heavy blood loss during menstruation, pain in pelvis, pain in abdomen, groin pain, pain radiating to legs , cramps, depressive feelings, increase/decrease of weight, tiredness, mood swings, memory loss, concentration problems, hair problems, vision problems, excessive sweating, tingling (hands, feet, legs and arms), restless legs and feet (particularly on the left), dry skin, weird feeling in muscles, a lot of pimples on the face and back, fluid retention and often has a cold. She also had cysts in fallopian tubes and ovaries; in 2012, due to cyst on the left, she underwent a surgery. Problems with daily tasks was reported doctor has been contacted; she was treated with diclofenac; magnesium and iron. On (B)(6) 2016 consumer had essure removed. At time of this report the she was recovering from the events. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvis. Essure was removed. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. In this case, she experienced this event 12 months after essure insertion. Considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 06-oct-2016: the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-oct-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 1642 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvis. Essure was removed. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. In this case, she experienced this event 12 months after essure insertion. Considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained.